Manufacturer narrative:
Evaluation of the submitted log file confirmed the report of pump stoppage events and identified elevations in pump power values; however, a root cause for the reported events could not be conclusively determined. The patient remains ongoing on pump support. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 16 days. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation was completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a low speed advisory alarm occurred while the patient was at home on (B)(6) 2016 at 2:58 am and the patient felt an internal vibration of the lvad, however, was reported to be asymptomatic. Review of the system controller log file in clinic revealed a pump stop event. Review of the submitted log file by the manufacturer¿s technical services representative revealed an increase in pump power values at the time of the pump stoppage. The patient¿s lactate dehydrogenase (ldh) and international normalized ratio (inr) were checked, however, the results were not provided. It was reported that no changes were made to the lvad set speed in response to the event. The patient was reportedly stable and was discharged home. The patient would be monitored for any further alarms and regular labs would be obtained.